Event description:
Pt's access was cannulated for dialysis using nipro safetouch safety fistula needle, 15 g. After starting the treatment, the nurse noted blood leaking from a connection on the needle. Occurred simultaneously on a second patient. New product. Received 08/18/2002.